Event description:
It was reported that the lead to device header connections were verified to be appropriate. The root cause of the reported clinical observations was not determined.

Manufacturer narrative:
The product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient implanted with this device and right ventricular (rv) defibrillation lead presented to the hospital following receipt of shock therapy. Review of stored device memory noted that inappropriate shock therapy was delivered due to oversensing of noise. Additionally, high out of range rv pacing impedance measurements greater than 2,000 ohms was observed. An invasive procedure was performed one day later. The device was explanted and replaced and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.